Event description:
It was reported that during follow up, two episodes of noise were observed on this previously capped lead. No noise was present at subsequent follow-up. Physician elected to schedule another follow-up.

Manufacturer narrative:
(B)(4).

Event description:
New information received states there was another instance of lead noise was observed on the ventricular channel due to possible lead damage. Lead replacement was recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received states the lead was explanted and replaced. The patient condition is fine.